Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 10/05/2015 with the following findings: investigation revealed the display screen was discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.